Event description:
It was reported that the tip of the bur broke off and hit the doctor in the face. There is no serious injury alleged.

Manufacturer narrative:
The bur subject to this complaint was not returned for eval. Lot no. Details were not provided. The root cause may be user related if a bur guard was not used with the product. It was not possible to determine the definitive root cause for the alleged breakage.